Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer had trouble changing the reservoirs on their insulin pump. The pt's blood glucose level was unk. The customer's mother was assisted with rewinding the insulin pump and was educated on the proper way to change the reservoir. The customer stated that there was liquid in the tubing connector which can block the vents of the reservoir. A new reservoir set was shipped to the customer. No further info was provided.